Event description:
It was reported that the pt underwent a sinus graft procedure in 2009 using rhbmp-2/acs. The pt was given prophylactic antibiotics prior to and after the surgery. Clinically, the pt did well. Radiographs indicated good bone formation. Approx 5 months post-op, the surgeon went back in to place the implants, and found pus where the graft had been placed. There was no bone formation, even in the areas that were not near the graft.

Manufacturer narrative:
A review of the certificate of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.